Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-3610pk-3 fibertak, percutaneous insertion kit, and an ar-3636 knotless 1.8 fibertak soft anchor had breakage during use. When the ar-3610pk-3 fibertak drill bit was 2cm in, the end broke off in the tunnel and could not be retrieved. An x-ray was taken, and they could not find the broken piece in the patient. It was stated that it was contained in the tunnel, not the patient. While implanting the ar-3636 knotless 1.8 fibertak soft anchor, the surgeon had a hard time with implantation, and when removing the inserter for the anchor where it was held, it broke off. The case was completed using four more anchors of the ar-3636 from the same lot with no issues. The case was delayed a few minutes, and no reported additional anesthesia was administered. This was discovered during a shoulder labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error due to excessive impaction during anchor insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.